Event description:
It was reported that a minicap transfer set had a separation; further described as ¿transfer set tip came apart." This was observed during use of the device for peritoneal dialysis (pd) therapy. The nurse adjusted the tip and the issue did not reoccur. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.